Event description:
It was reported that during priming with a polyflux 14l, an external fluid leakage was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The visual inspection of the two provided photos shows the product during treatment. Photo one and two are the same. Drops of water can be seen on the header cap and the housing. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.